Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15723. It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right atrial and right ventricular leads exhibited noise. Lead-to-can abrasion was suspected. No intervention was performed. The patient was in stable condition.